Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The analysis showed that the insulation was found abraded through 56.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics of the abrasion and provided x-ray pictures, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Furthermore, the distal end was found bent and cuts into the insulation were found 24.5 cm distal to the is-1 connector pin, these damages most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 8 months after the implantation due to a slowly increasing shock impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.